Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from low blood glucose level led up to hospitalization of patient event on 19-jun-2024. The blood glucose was 27mg/dl no further information available.